Event description:
The silicone suture plug had come loose from the port body and was left in the patient. It was not noticed at first and the patient's wound would not heal properly. After further investigation, it was believed that the silicone filling could be the reason for the non-healing wound. The filling was removed.

Manufacturer narrative:
Device history record was reviewed. All quality records are complete and in order . No non-conformity and no similar complaint were recorded for this lot number. The silicone suture plug is part of a port which is a long-term implantable device. The silicone suture plugs are considered as biocompatible for long-term implant applications in compliance with iso 10993-1 requirements. A review of recorded complaints for the last three years was conducted. There were no similar reports of post-explantation issues related to port pieces left in the patient. The risk "components are not compatible with the human body" is identified in the risk analysis. The reduction measures were the systematic use biocompatible raw materials, and the validation of the final device as an implantable device with permanent contact with blood in conformance with iso 10993-1 biological evaluation of medical devices. The silicone suture plugs may be considered for long-term implantable applications. Even left in the patient's body, the silicone suture plug would not cause damage or interfere with wound healing. The complaint is not related to the material or to the manufacturing process.